Event description:
It was reported that the patient has deceased. There is no allegation from a health professional that suggests the death was device related.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
Device interrogation revealed multiple vt and vf episodes .the patient had a history of cardiomyopathy and vf.